Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call.

Event description:
It was reported that the 7900 system would not boot up. No pt injury was reported.